Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the buttons were harder to press. Customer also stated that the screen was harder to read. Insulin squirt during the prime. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a partially unlocked lcd keypad connector noted during visually inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery alarms or verify the missing segments/partial display anomaly or prime/fill anomaly due to buttons not responding. The pump was received with minor scratches on the lcd window and broken battery tube threads. The p-cap locked into the reservoir compartment properly.